Event description:
Customer reports of receiving excessive no delivery alarms. Insulin pump passed the self test. Customer was able to resolve no delivery with a complete set change. Customer was advised that insulin pump was working as designed. Customer also reports that reservoir leaked. Customer states that leak is occuring from the o-ring. Customer was advised to dry reservoir compartment and change infusion set and reservoir and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.